Event description:
(B)(4). I suffer from multiple side effects because of having essure implanted including but not limited to migraines, respiratory issues, severe abdominal bloating, unexplained/easily bruised, hair loss/changes, impaired speech/stutter, dizziness, allergies, unexplained skin rashes, hand weakness, acne ,sharp abdominal pain, coils/device issues, abnormal periods, extreme fatigue, joint numbness/tingling, joint pain, muscle spasms, metallic taste in mouth, nerve pain, excessive sweating, dry skin, body aches, swelling of feet, dizziness, nausea, breast tenderness, brain fog/forgetfulness, short term memory loss, anxiety, depression, severe mood swings, tremors, bacterial vaginosis, loss of libido, sexual dysfunction, painful intercourse, cramping, discharge, constipation, bowel issues, hot flashes, night sweats, incontinence, and decrease in vision.